Event description:
It was reported that a cannulated non stick driver tip broke during screw insertion. The procedure was completed after removing the broken metal pieces, another driver, after a 15 min delay.

Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.